Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission found that the implantable cardioverter defibrillator recorded an episode of ventricular tachycardia that was under-sensed. Programming interventions were made. There were no patient consequences.